Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation concurrently with anterior and posterior colporrhaphy with graft and enterocele repair, colpopexy and cystoscopy. Insertion of second graft.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat a symptomatic vaginal vault prolapse (grade 3), and a cystocele (grade 4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, and dyspareunia. It was reported that the patient underwent excision of exposed vaginal mesh on (B)(6) 2009 due to erosion of vaginal mesh. No additional information was provided. (B)(4).